Event description:
It was reported that the pt's lead was removed due to infection. The lead will be replaced when the infection clears. No pt symptoms, treatment, or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A f/u report will be sent if add'l info is rec'd.